Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of system revision due to endocarditis with vegetation on the tricuspid valve. Moreover, the explanted pacemaker was reused for a temporary pacing system. No additional adverse patient effects were reported. This pacemaker was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the f10 patient codes, f10 impact codes, h6 patient codes and h6 impact codes.

Event description:
It was reported that this pacemaker was part of system revision due to endocarditis with vegetation on the tricuspid valve. Moreover, the explanted pacemaker was reused for a temporary pacing system. No additional adverse patient effects were reported. This pacemaker was explanted.